Event description:
It was stated that the upstream sensor is on, and the air detector is on-high. The issue occurred in the hematology ward. There was no alarm. There was no patient involvement. The device evaluation noted a defective upstream occlusion alarm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log was reviewed. Functional testing revealed a defective upstream occlusion sensor. The sensor was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.